Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The kissing stent procedure was performed in germany. When removing the protege 10x60 sten the "roll back" system was broken on the proximal end. It appeared the connection to the catheter shaft is broken. As a result the stent could not be deployed safely. Another stent was used. No reported usage on patient. Evaluation of the returned device found the stent had been partially prepped. Cine image received indicate the system was in the patient. During visual inspection, it was discovered the manifold assembly was fractured at the proximal bond of the lock cap (lock housing) junction. The stent was loaded within the device. The root cause the separation could not be determined.